Manufacturer narrative:
Device evaluated by MFR.: returned product was a quantum maverick mr balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube located 46 cm from the tip of the device, with numerous kinks in the hypotube. The fracture faces of the device were oval, as if kinked prior to separation. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that shaft break occcured. The 98% stenosed, 23mm in length target lesion was located in the severely tortuous 3.0mm in diameter left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The 98% stenosed, 23mm in length target lesion was located in the severely tortuous 3.0mm in diameter left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.